Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. Product ID: neu_ptm_prog, serial# unknown, product type: programmer, patient. (B)(4).

Event description:
Additional information received reported the patient had not been scheduled for a paddle lead replacement. The patient may have changed her mind. If the patient were to have the surgery done, they would be referred to another physician because the current physician didn&#38176;implant paddle leads. The patient was doing well at the time of this report.

Event description:
It was reported the manufacturer representative (rep) thought the lead may be in the intrathecal space. The patient was morbidly obese and had other comorbidities, so it was decided that the patient would need general anesthesia. This resulted in the inability to do intraop testing. The rep was given the idea to test impedances, but during the decision making process, the physician decided to abort the case. No impedances were tested. There was no defect in the product. The physician was reportedly having problems with bleeding and felt as though he had entered the intrathecal space. The physician decided to abort the case and determine a new plan of action. This was a new implant. The patient was being rescheduled for a paddle lead placement due to complications and morbid obesity.